Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: encapsulation, concern for textured implant device, capsular contracture and seroma.

Event description:
Patient reported right side "encapsulated prosthesis" and recall of implant. Patient reported fluid on right side. Healthcare professional reported capsular contracture baker grade IV. Device remains implanted.